Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with vancomycin, 2 grams, intraperitoneally (ip) and gentamicin, 20 milligrams, ip (frequencies and durations were not reported). It was reported that the patient was given an additional unspecified medication by the physician (no further detail). At the time of this report, the peritonitis was not resolved and the patient was not recovered. Eighteen days after the peritonitis onset date pd therapy was discontinued and the patient was transferred to hemodialysis. No additional information is available.